Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was 30cc 8.0fr iab fos assembly. A bend in the central lumen was noted at 16.0cm from the iab distal tip and at 10cm from the iab luer end. The teflon sheath distal tip was at 44cm from iab distal tip. Blood was noted within the bladder membrane and short driveline tubing. The one-way valve was tethered to the short driveline tubing. The bladder membrane was fully unwrapped. The fos connector and cal key were examined. The center post was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue slide housing was examined and no abnormalities were noted. There were no scraped or gouges. The fos connector was not recessed upon arrival. The bladder thickness was measured at various locations and was within specification. The iab was submerged in water and leak tested. Two leaks were noted in the bladder membrane at 11.0cm and 15.0cm from the iab distal tip. Under microscopic inspection the leak at 11.0cm was consistent with damage from a sharp. It is unk if this leak was caused during or after removal of the iab. The leak was 15.0cm was consistent with repeated contact with calcified plaque. Abrasions were noted in multiple locations around and near the damaged site. Continued in other remarks section. This leak site was consistent with the event details. The cal key and fos were connected to the iabp. The cal key was recognized. The fos was connected and the iabp status was "ll" (low light) indicating a potential broken fiber. The fos fiber was broken at 1.7cm from the iab distal tip. The entire length of the fiber was confirmed as present. The broken fiber location was not consistent with the leak sites. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute then 30 seconds five separate times. A lab inventory 0.025 inch spring wire guide (swg) was front loaded through the luer end of the iab. Resistance was encountered at the bend 10.0cm from the iab luer end . The swg was able to advance. The swg was back loaded through the iab distal tip and encountered resistance at the same bend. The swg was able to advance. No blood or debris exited with the swg. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is confirmed. Blood was noted within the bladder membrane and short driveline tubing. The bladder had a full thickness abrasion which allowed blood to enter the iab. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall.

Event description:
It was reported per the rn that the patient was admitted to the cardiac care unit (ccu) on (B)(6) 2014 with mi (myocardial infarction) and cardiogenic shock on dobutamine and levophed with a 30cc non-fos (fiberoptix sensor) iab (intra-aortic balloon). Per the conversation between the md's and perfusionist the "patient had no palpable pulses prior to iab insertion due to severe pvd (peripheral vascular disease) and there was discussion that the iabp (intra-aortic balloon pump) may not be the best treatment strategy for this patient". While in the ccu, they attempted to quickly wean the patient from the iab due to her severe vascular disease, but the iab needed to be replaced after 1st removal. The second iab was inserted on the evening of (B)(6) 2014. The rn's in the ccu noted helium loss alarms that evening and the iab was repositioned at the bedside. After repositioning, the iab was noted to be working well. At 5:30am , (B)(6) 2014 there was blood noted in the helium driveline tubing. The pump was turned off immediately and the iab was removed without any difficulty. The patient was returned to the ccl and an 8fr 30cc fiberoptix sensor (fos) iab was inserted. Updated info received on 12/01/2014 from the chief of perfusion stated that in reference to the second iab, "I feel this abrasion occurred either during the insertion of the iab or during repositioning on the evening prior to the removal and was related to the patient vascular disease and quickly sealed itself off. I don't feel there was any issue with the 2nd fos iab used on the patient, the profile was just too large for the patient." On (B)(6) 2014, the sales rep reported that the peripheral interventionalist did a pci/vein graft rca, angio left iliac, previous stents, left and right iliac. Reference MDR#: 1219856-2014-00235 for the second event involving the same patient.